Event description:
It was reported that the pulse generator was explanted and replaced due to a header problem. No additional information was provided.

Manufacturer narrative:
The reported field event of header problem was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.